Event description:
It was reported that the customer experienced a bent cannula as well as high blood glucose levels. The customer's blood glucose was 500 mg/dl. The customer declined troubleshooting for ther high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.